Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what was the indication for surgery? What was the procedure? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? What anatomical structure were they used on? Were there any issues with staple formation throughout the care of the patient? Were there any unusual sounds or noised heard upon firing the device? Was the difficult to close or difficult to fire? What is the current patient status? Was it confirmed that the tissue to be cut was completely proximal to the cut line with no extraneous tissue between the jaws distal to the cut line? A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when opening the step clamp after stapling, major bleeding occurred (the device cut but did not staple), resulting in the operation being converted to open surgery.

Manufacturer narrative:
(B)(4). Date sent: 12/15/2022. D4: batch #948a15. Attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: what exact vessel was fired upon as there is no mediastinal artery? Additional information was requested and the following was received: what was the indication for surgery? Primary non-small cell lung cancer what was the procedure? Right upper lobectomy and mediastinal lymph node dissection what was the total estimated blood loss (ml)? The measured volume of blood loss is 300ml was a transfusion required? No what was the pre and postoperative anti-coagulant and pain management protocol? There is no preoperative protocol for anticoagulants. Post-operatively, all patients have preventive doses of lovenox (0.4ml, regardless of weight). What anatomical structure were they used on? The device that malfunctioned was used on the mediastinal artery (an artery that has a diameter of 10-12 mm). The device was new (not used before) and we changed it after this incident. Were there any issues with staple formation throughout the care of the patient? No, not with the second device were there any unusual sounds or noised heard upon firing the device? Was the difficult to close or difficult to fire? No what is the current patient status? / was it confirmed that the tissue to be cut was completely proximal to the cut line with no extraneous tissue between the jaws distal to the cut line? Yes, there were only the artery walls. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one reload loaded in the device. The reload was received fully fired and with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 948a15, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/4/2023. Additional information was requested and the following was obtained: the information was received from a surgeon, the device was used on mediastinal artery.